Event description:
The biomedical engineer (bme) reported that they had a generator test; and after it was done, the central nurse's station (cns) application on this unit does not come back up. They said that the unit is stuck on the windows screen, and the program will just blink and go away when they try to restart it. Tech support (ts) troubleshooted with the customer, and the issue persisted. Ts advised that this was an end of life device that could not be repaired. The customer stated they would replace it with a spare cns that they have. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had a generator test; and after it was done, the central nurse's station (cns) application on this unit does not come back up. They said that the unit is stuck on the windows screen, and the program will just blink and go away when they try to restart it. Tech support (ts) troubleshooted with the customer, and the issue persisted. Ts advised that this was an end of life device that could not be repaired. The customer stated they would replace it with a spare cns that they have. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the cns application on the central nurse's station (cns) would not load after a generator test. The cns was stuck at the windows screen when they tried rebooting the unit. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the cns application on the central nurse's station (cns) would not load after a generator test. The cns was stuck at the windows screen when trying to reboot the unit. Technical support (ts) attempted to troubleshoot the issue, but the issue persisted. Ts advised that this was an end-of-life device that could not be repaired. The customer stated they would replace it with a spare cns to continue patient monitoring. No patient harm was reported. Investigation summary: ts informed the customer that the device is in end of service, and nk no longer repairs this device. The device had been in service since 06/11/2006. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are software corruption and wear and tear from normal use. A definitive root cause could not be determined, and the issue involves a discontinued device.